Event description:
It was reported that a perforation occurred in a heavily calcified lesion in the proximal left anterior descending (plad) artery from an unspecified device. A 2.80x19mm graftmaster rx stent delivery system was advanced, but failed to reach the perforation due to the calcification. There was no adverse patient sequela. A non-abbott device was used to achieve hemostasis and complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.